Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device had an undetected upstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the symptom undetected upstream occlusion. The device was recalibrated to correct this condition.